Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The follow up information provided suggests that the patient was allergic to the suture material. From the complaint history, it seems that this failure is an anomaly and an isolated incident. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The lpn reported that post-op of an ankle stabilization that the patient developed a rash. The rash began on (B)(6) 2014 and the patient was given antibiotics to treat it. The patient then contacted the surgeon's office on (B)(6) 2014 with pain, redness and cellulitis. The lpn stated that the incision had reopened and was warm to the touch. The surgeon's office is requesting a sample of the complaint device to be sent to a dermatologist for patch testing to see if the patient may be allergic to either the suture or the composition material of the anchor itself. The lpn reported the patient has been given a stronger antibiotic as this time. The following updated information was received on 07-31-14 via telephone: the surgeon stated the allergist confirmed the patient was having a reaction to the sutures in the anchor after testing the sample we sent them. He also stated the patient is stable and has been on IV antibiotic since he went in on (B)(6) 2014. The incision has healed but it is still red and swollen. At this point the surgeon is considering going in and taking the anchor out, this will either happen tonight or tomorrow pending his conversation with our medical affairs.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The lpn reported that post-op of an ankle stabilization that the patient developed a rash. The rash began on (B)(6) 2014 and the patient was given antibiotics to treat it. The patient then contacted the surgeon's office on (B)(6) 2014 with pain, redness and cellulitis. The lpn stated that the incision had reopened and was warm to the touch. The surgeon's office is requesting a sample of the complaint device to be sent to a dermatologist for patch testing to see if the patient may be allergic to either the suture or the composition material of the anchor itself. The lpn reported the patient has been given a stronger antibiotic as this time. The following updated information was received on (B)(6) 2014 via telephone: the surgeon stated the allergist confirmed the patient was having a reaction to the sutures in the anchor after testing the sample we sent them. He also stated the patient is stable and has been on IV antibiotic since he went in on (B)(6) 2014. The incision has healed but it is still red and swollen. At this point the surgeon is considering going in and taking the anchor out, this will either happen tonight or tomorrow pending his conversation with our medical affairs.